Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during testing the localizer was reporting a faulted message. When technical services (ts) asked the site about leds on the camera, the customer stated there were no leds present. The issue was replicating at the time of the call. There was no patient involvement. Additional information was received. The site used the c-arm to continue with the case when they noticed the localizer faulted message. The most likely / suspected cause of the event was the electrical components of the bump sensor and bump sensor battery.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p900697. A medtronic representative went to the site to test the equipment. Testing revealed that the bump sensor and bump sensor battery had a failure in the camera, and the manufacturer representative received a localizer faulted and ran logs to determine the failure. The manufacturer representative replaced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c02, c13, d02 are applicable. H3, h6: the camera was returned to the manufacturer for analysis. Analysis found that the returned psu had many nicks and scratches on the housing and both lenses. There was something loose rattling around inside the housing. The psu would not power up on the test bench. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.